Event description:
During evaluation of a returned spectrum pump, the device did not recognize an open door. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not recognize an open door. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the issue was identified to be the upper and lower latch switches, which were stuck in the closed position. The upper and lower auxiliary will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.